Event description:
It was reported that the device exhibits a primary audible alarm during background test and stops with massage system failure.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage. There was evidence of the reported problem recorded in the event history log. The customer reported problem was duplicated during testing. An operable component (speaker) was found to be the cause of the reported problem. For corrective action the speaker was replace. The root cause of the reported problem was unknown. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: correction: d4: model number: 3500